Event description:
It was reported the cot was modified to hold an incubator. During unloading from the ambulance the head end of the cot dropped down. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
The cot was modified to hold an incubator.